Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when an attempt was made to introduce the catheter into the patient, it was noticed that the stent was not on the stent delivery system (sds). The stent was found on the cath lab floor. It was noted that the catheter was nervously and roughly handled and could be the cause of the stent dislodgement. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was not returned. Only the stent implant and protective sheath were returned. There was no blood or contrast visible. The entire length of the stent implant was slightly smashed. There was no other damage noted to the stent implant. The outer diameter measurements of the stent implant could not be taken due to the damaged stent implant. Pin gauges were used to measure the inner diameter of the flared end of the protective sheath. Product performance engineering reviewed the incident information and the analysis of the returned device. Stent dislodgement outside the body can be affected by numerous factors including, but not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, improper or inadequate crimping at the time of manufacture, interactions with other devices, and handling of the stent during prep. The analysis confirmed that the stent implant had dislodged, but was only returned with the protective sheath in this case. The catheter of the sds was not returned of evaluation, which may have aided the investigation. Dimensional analysis found that the protective sheath was within manufacturing criteria; however, the entire length of the stent implant was slightly smashed, and therefore, the outer diameter of the stent could not be measured due to the damage noted. Since this damage was not reported in the case description, the stent likely became smashed as a result of handling during removal of the protective sheath or during packaging for shipment back to abbott vascular for analysis. If significant pressure is inadvertently applied during removal of the protective sheath, the stent can sustain mechanical damage and become disrupted on the balloon, which may also facilitate dislodgement. Based on the information received with this complaint and the returned device analysis, the reported stent dislodgement appears to be related to operational context of the device; however, without the entire catheter to examine, no conclusive root cause can be determined. A review of the finished device lot history record did not reveal an non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.